Event description:
It was reported that the insulin has cracks by the display and belt clip slot. Advised insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).